Event description:
It was reported that the patient had their entire system explanted the day of the report. The system was explanted because the patient¿s back condition was getting worse and an MRI was needed. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the entire system explanted on (B)(6). The system was explanted because the patient¿s back condition was getting worse and an MRI was needed. As far the manufacturer¿s representative (rep) knew the patient was doing as well as could be expected three days post-surgery. The patient¿s worsening condition was completely unrelated to the device.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that there was not normal battery depletion but the device was no longer effective. There was no patient death associated with this event. Following removal of the device on (B)(6), the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Analysis of the lead (B)(4) found that the lead proximal end connector was not completely seated in the ins connector port. The setscrew impression on the # 8 - # 15 lead segment was observed to be too proximal, which would cause no output on the # 15 electrode because the # 15 connector of the lead was not aligned with the # 15 connector of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.